Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1239307, medical device expiration date: 31-aug-2026, device manufacture date: 27-aug-2021; medical device lot #: 2010821, medical device expiration date: 31-dec-2026, device manufacture date: 10-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that more than 10 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: the nurses are saying they have had 10+ needles that you can't inject or draw up through the needle, it's like there is no hole in the needle.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that more than 10 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: the nurses are saying they have had 10+ needles that you can't inject or draw up through the needle, it's like there is no hole in the needle.